Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display as well as damage. The customer¿s blood glucose was unknown. The customer stated that the pump felt down on floor and kept beeping and nothing came on screen. The customer puts the battery back in the pump and the pump started beeping again, but no screen. Troubleshooting was performed, advice to remove the battery, insert battery alarm did not display on the pump screen. Customer states the pump has been dropped. Customer also states the contacts on the battery cap, battery compartment and spring was neither missing nor damaged nor corroded. Display did not return after pump restart. Unable to continue troubleshooting for screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button. Unable to verify audio/vibrate anomaly/absence of alarm due to blank display.